Event description:
Reporter indicated that the handheld screen became frozen following an error message upon initial usage of the handheld device. Both hard and soft resets were performed by the physician and the software problem did not resolve. Several good faith attempts have been made to facilitate the return of the product to cyberonics for product analysis and have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.